Event description:
Patient was having surgery for implantation of device. Intra-operatively, there was significant cylinder leak which limited the utility of this device. The device was removed during implantation surgery.